Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C18115 (invalid)) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced pyrexia ("bouts of fever at 38.5°c"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), palpitations ("palpitations"), arthralgia ("joint pain in left shoulder") and myalgia ("muscle pain in left arm and then right arm"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with both essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, palpitations, arthralgia, myalgia and pyrexia was resolving. The reporter provided no causality assessment for arthralgia, myalgia, palpitations, pelvic pain and pyrexia with essure. The reporter commented: regression of symptoms noted the day after the procedure. Patient was seen again 1 month later and reported almost complete resolution of the symptoms (about 80%) and clear improvement in her health status. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: for nickel - negative. Laboratory test - on an unknown date: found no appreciable disease. Ultrasound pelvis - on an unknown date: found no appreciable disease. X-ray of pelvis and hip - on an unknown date: found no appreciable disease. Unspecified date: rheumatological investigations - negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-nov-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 7.398 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C18115) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced pyrexia ("bouts of fever at 38.5°c"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), palpitations ("palpitations"), arthralgia ("joint pain in left shoulder") and myalgia ("muscle pain in left arm and then right arm"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with both essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, palpitations, arthralgia, myalgia and pyrexia was resolving. The reporter provided no causality assessment for arthralgia, myalgia, palpitations, pelvic pain and pyrexia with essure. The reporter commented: regression of symptoms noted the day after the procedure. Patient was seen again 1 month later and reported almost complete resolution of the symptoms (about 80%) and clear improvement in her health status. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: for nickel - negative. Laboratory test - on an unknown date: found no appreciable disease. Ultrasound pelvis - on an unknown date: found no appreciable disease. X-ray of pelvis and hip - on an unknown date: found no appreciable disease. Unspecified date: rheumatological investigations - negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3550 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.